Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual-heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photographs revelaed that the grommet of the rt200 adult dual-heated breathing circuit was missing from the inspiratory elbow. It was further observed that the port cap at the probe jacket was also missing. Conclusion: we are unable to determine the cause of the missing grommet. All rt200 adult dual-heated breathing circuits are leak tested during production and those that fail are rejected. The subject rt200 adult dual-heated breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt200 adult dual-heated breathing circuit state: -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the grommet on the inspiratory elbow of a rt200 adult dual-heated breathing circuit was found missing before use. There was no patient involvement.